Event description:
During use for a cardiopulmonary bypass procedure, adjustment of the roller pump occlusion was reported to be difficult. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.